Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. (B)(4).

Event description:
Additional information was received which indicated that the vitrectomy probe was unable to aspirate during a vitrectomy procedure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration failure occurred during surgery. The product was replaced and the procedure was completed. There was no patient harm. The product sample has been requested for evaluation.